Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the camera head came out from sterilization, stickiness occurred only on the cable part. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective pixels (white scratches). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the stickiness on the cable surface was likely due to hydrolysis of the material and subsequent moisture absorption, resulting from external environmental factors such as humidity, residual moisture, and detergent residues typically encountered during sterilization and cleaning processes, in addition to long-term use. The defective pixels (white scratches) occurred on the image because signals were abnormally output due to pixel failures of the imaging elements. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.